Manufacturer narrative:
The cobas e 411 analyzer (rack system) serial number is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys anti-hav igm result from one patient sample tested on the cobas e 411 analyzer (rack system). On (B)(6) 2025: first patient sample the initial result from the analyzer was 0.322 coi. The repeat result from a different analyzer was 0.281 coi. The patient was released from isolation based on the result of the first patient sample; there was no report of any patient harm. On (B)(6) 2025: second patient sample the initial result was 12.75 coi (reactive). The repeat result was 13.28 coi (reactive). These results confirmed an acute infection.

Manufacturer narrative:
Medwatch field d4 expiration date was updated. The investigation reviewed the data set provided by the customer: the calibration and qc results were within the specified ranges. The instrument and alarm trace did not indicate any issues. The patient sample was not available for investigation. Based on the calibration and qc results, the reagent performs within specification.